Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 45 instrument involved with this event and failure analysis investigation was completed. Failure analysis confirmed the reported complaint. The instrument was tested on an in-house da vinci system. It passed initialization and successfully clamped and fired. The instrument was however unable to roll, thus replicating the reported issue. The instrument's housing was removed and the bearing that mates with the roll friction lock was found to be broken, causing the inability to roll. The cause of the breakage was determined to be related to stress corrosion cracking. The broken bearing was also found to be corroded due to improper cleaning. This event is being reported due to the following conclusion: the endowrist stapler 45 instrument was found to have a broken roll bearing during failure analysis investigation. Although the customer reported event does not itself constitute an MDR reportable event, the broken roll bearing could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci gastric bypass (roux-en-y) procedure, the endowrist stapler 45 did not articulate. The planned surgical procedure was completed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.